Manufacturer narrative:
The reported event that screw came out of the device was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage. The device was repaired.

Event description:
It was reported that a screw fell out of the device at the user facility. No further information was provided by the user facility regarding the reported event.

Event description:
It was reported that a screw fell out of the device at the user facility. No further information was provided by the user facility regarding the reported event.